Event description:
Patient was revised to address loosening, poly wear and osteolysis.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to conduct a complaint database search by manufacturing lot was not provided. The investigation could not verify or draw any conclusions about the reported event without the device to examine. The length of time implanted (approx 15-years) could be a contributing factor. Based on the performed investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.